Event description:
The rn noticed that the individual box of thermometer probe covers do not indicate whether or not there is latex present in the product. If preparing a room for a patient with a latex allergy, the staff would not know if the covers had latex in them unless they called central stores. The large container that the boxes are delivered in do indicate that there is no latex in the product, but the end user has no way of knowing this from the information that is printed on the individual containers. This was brought to the attention of the manufacturer. Staff suggest that a label indicating 'no latex' or 'latex free' be printed on the individual probe cover boxes.====================== health professional's impression======================the manufacturer only prints 'latex free' on the large shipping box, not on each individual product box.====================== manufacturer response for thermometer probe covers, welch allyn probe covers======================we recommended to the manufacturer that they consider labeling each individual box with the phrase 'latex free'.